Manufacturer narrative:
The customer was contacted inquiring for patient involvement, but no response received.

Event description:
The customer reported that the blower is not running. It is unknown if the unit was in use on patient, but the customer reported there was no patient harm reported.

Manufacturer narrative:
Updated .

Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board found that the capacitor c202 on the motor controller board had shorted the 35v supply line. In the process it had heated up, left burn damage on the pcb and disintegrated. After removing the capacitor and cleaning up the pcb the mc board was tested in an fi test ventilator and passed all tests.

Manufacturer narrative:
Failure analysis on the returned power management board shows that the power management board was installed in an fi ventilator. The supply voltages were within specification. The ventilator was run for one hour without errors occurring. No failure was found with the pm board.